Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display is not working. The efficia dfm100 defibrillator, model #866199, is substantially similar to the heartstart xl+ defibrillator (model #861290) and will be reported in united states under device model# 861290. There was no report of patient involvement.